Manufacturer narrative:
Note: all info contained in this report is provided by the MFR. Fragments of the complaint device were sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. The investigation is still ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a bypass surgery between common carotid and subclavian arteries, blood leaking was observed from the whole graft. The bleeding was stopped after one hour. The graft remained implanted and there was no pt injury reported.